Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was connected to an ht70 ventilator and the customer failed to press the start button; the patient subsequently died. The product was removed from the facility by the investigators from the district attorney office. Although there was no allegation of a device malfunction or product deficiency, this report is being conservatively filed due to a patient death.